Manufacturer narrative:
Additional narrative: initial reporter is synthes sales representative the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on february 24, 2022, a revision surgery of a tlif mis with viper prime screws was done because of a faillure of two screws that broke. The first surgery was on the (B)(6) 2019.. During the revision surgery, the tip of the expedium screw driver broke. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10: date of concomitant therapy is (B)(6) 2022. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the tip of the screwdriver remained in the removed screw. It was possible to correctly introduce the rod and the inne and close the system with a torque handle. The procedure was completed with a delay of thirty minutes.